Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Emergency medical services (ems) provided assistance and the customer consumed carbohydrates and liquid glucose to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Correction: h6 (remove codes 67, 4114, 3221 and add codes 11, 4118, 3233).